Event description:
Legal counsel for the patient reported that patient underwent left total hip arthroplasty on (B)(6) 2012. Legal counsel for patient reports patient allegations of pain, personal injury, loss of range of motion, difficulty walking, tissue/bone destruction, elevated metal ion levels. There has been no reported revision procedure. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions.", number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ and number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 1 of 4 mdrs filed for this event (reference 1825034-2013-02839 / 02842). This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.